Event description:
It was reported the subject device displayed b30 scope communication error and e216 scope communication error code and it cannot be used. There were no reports of patient harm.

Manufacturer narrative:
E1 full address 1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The event occurred during a therapeutic laparoscopic cholecystectomy. The procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d9, h2,h3,h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the repair site for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertight defects due to crack connector and cable failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the costumers reported failure, the most probable cause was traced to a component failure of the cable. For the newly found malfunctions, the information obtained from this complaint and the investigation results could not determine the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.